Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed multiple motor error alarms. Customer's blood glucose was 526 mg/dl. Customer's mother was unable to troubleshoot due to the customer was not present with the insulin pump at time of call. Customer's mother mentioned the insulin pump was able to rewind but it got stuck in the rewind process. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.